Event description:
It was reported that during a prostate procedure, the fiber tip burned at 33,736 joules of use; the fiber was replaced and the case continued with a second fiber . At 28,739 joules of use while using the second fiber, the fiber card timed out. The physician reverted to turp to complete the procedure. There was no report or injury. This report is for the first fiber used.

Manufacturer narrative:
Reference MFR report #: 2937094-2013-00497. The component codes 814 fiber and 424 cap refer to the results code 642 thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus were also observed on the cap surface. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber . The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.